Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged the device leaks and patient is not able to use the device; device humidifier door is broken and won't stay shut. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received new and relevant information on 05/11/2022 alleging particles in device; has to tape device shut; device is noisy; difficulty breathing; short of breath related to a CPAP device's sound abatement foam. One code is added in the h6 section.